Event description:
It was reported that during preparation of the device for a cardiopulmonary bypass procedure, the user was unable to operate the tube clamp on roller pump, as it has become "stuck or broken." The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt. Investigation in process, but not yet completed.